Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. Tooth 21 was extracted on (B)(6) 2025. An implant was placed on (B)(6) 2026 with a healing abutment. The implant was removed on (B)(6) 2026. It was pulled straight out of the socket. Primary stability at placement was good. The healing abutment may have had touched partial denture under pressure, although this was not noticeable. Signs of infection, mobility, implant loosening, and peri-implantitis were noted.